Manufacturer narrative:
Follow-up #1: date of submission 12/16. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings testing was unable to duplicate the complaint. The last bolus delivery was a 9.3u bolus on (B)(6) 2016 at 22:04. The last basal delivery was on (B)(6) 2016. The bb shows a replace cartridge alarm on (B)(6) 2016 20:52; deliveries resumed at 21:05. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unrelated to the complaint, the battery compartment is cracked on the side from threads to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value of 33mg/dl. The patient reportedly was confused and was unsteady when standing and walking. There was no indication of medical intervention. The basal delivery totals in total daily dose reportedly did not match due to variation caused by the basal edit screen being accessed. The patient reportedly also was taking medication for other health issues unrelated to diabetes. This complaint is being reported because the patient experienced an adverse event due to use error.